Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify device heating, perform displacement test, self test, and current measurements due to display anomaly. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had overheating. No harm requiring medical intervention was reported. The device was returned for analysis.